Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported she had a return of her target interstitial cystitis (ic) symptoms, noting that she felt ¿yucky¿. The patient checked the ins and discovered that it had been turned off unexpectedly. The patient stated there was no warning messages were displayed, but the lightning bolt was missing from the ins icon. The patient stated she never turned it off and had not used the patient programmer recently before the issue occurred. The patient noted she had been to (B)(6) and confirmed she did not turn the ins off when going through the security gates. The patient noted that she was ¿burning like crazy¿ when she urinated, and she found out on (B)(6) that she had a bladder infection. The patient believed it was resulting from her return of ic symptoms. The patient noted their issues began on (B)(6). There were no further complications that have been reported as a result of this event.